Event description:
It was reported that during implant of this right ventricular (rv) lead, the lead was tunneled to the left bundle branch position. Stable threshold measurements were observed after placement, however, pacing impedance measurements varied from 1,600 to 2,400 ohms. The lead was then removed and the helix was noted to be stretched. A new rv lead was then successfully implanted. No adverse patient effects were reported. This lead was attempted, but not implanted and is expected to be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed the helix was stretched. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported varied pacing impedance measurements and concluded the stretched helix was a result of the implant procedure. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during implant of this right ventricular (rv) lead, the lead was tunneled to the left bundle branch position. Stable threshold measurements were observed after placement, however, pacing impedance measurements varied from 1,600 to 2,400 ohms. The lead was then removed and the helix was noted to be stretched. A new rv lead was then successfully implanted. No adverse patient effects were reported. This lead was attempted, but not implanted and is expected to be returned. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product has been received for analysis.